Manufacturer narrative:
Data analysis was completed by technical services who confirmed the gradual impedance rise on the pace/sense portion of this lead. Technical services concluded by stated that the observed findings may potentially be related to a patient related condition, however it is recommended a lead thorough evaluation/continuous monitoring, should be performed. At this time, no further field information has been received and no intervention taken.

Event description:
It was reported that this right ventricular lead exhibited an increase in pacing and shock impedance measurements over the past year, as well as, an increase in pacing threshold values. No noise was reproduced with in office muscular maneuvers or pocket manipulation. The patient was reported as non pacer dependent and to date, no intervention has been taken. Boston scientific's technical services was contacted for case review and recommendations. The gradual upward tending of system measurements was confirmed. It remains unknown if root cause is a lead integrity anomaly or a change in the patient's condition.